Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Methods - examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Evaluation in progress.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown; initial reporter; manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported a broken instrument was found during sterilization. No further information has been provided.